Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were having problems with their pump and was looking for an hcp to fix their pump. The pump was ¿moving around too much inside¿. The patient stated ¿ it¿s under the skin and the dr. Said it needs to be intramuscular.¿ when the patient sits it is right at her hip and it pops up. The patient noticed this in (B)(6) 2014. The patient stated their managing hcp left and the hcp that took his place was not doing pumps. The pump was used to deliver morphine. Interventions and outcome not reported. Further follow-up was being conducted to obtain information .if additional information is received a follow-up report will be sent.

Event description:
Additional information the pump had been very mobile in the pocket and was flipping. They had always been able to fill the pump, but it was causing her pain at the pump pocket site. The patient had lost weight since the original implant. The weight loss was intentional and doctor recommended. As a result, she had more loose abdominal tissue, and the pump was able to move around in the pocket. The health care provider (hcp) opened up the pocket on (B)(6) 2015 and saw no suture holding the pump in place. It was believed this contributed to the mobility of the pump in the pocket, which caused the patient¿s pain. The pump was repositioned and re-secured in the pocket using all 4 suture loops on (B)(6) 2015. No items were removed or replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. (B)(4).